Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089697. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported via regulatory agency left side ¿silicone leaching in their body¿, silicone seeping through slowly and binding the intestines together¿, and ¿burning pain under my implant scar¿, "itching", and ¿rashes and itching started¿. Patient also reported via regulatory agency ¿something seemed off¿, ¿loss of hair," "pain in all of their joints,¿ ¿eyes deteriorating, trouble with memory, focus, dropping things, night sweats, bowel movements that never end, shaking, pain in their mouth, sores in their mouth that come and go, persistent insomnia, and thinking they were dying or something was horribly wrong with them¿, ¿they could not find the strength to get up and run their business¿, ¿teeth rotting one by one¿, ¿they were fatigued right away¿, ¿inter-connective tissue disorder¿, ¿new and ongoing autoimmune issues¿, ¿fuchs dystrophy for their eyes¿, ¿diagnosed with sjogren's", ¿heart palpitations¿, "headaches¿, joint pain", ¿lesion that was adhering my upper mesentery together into a 360 twist¿; these are not device related. Device has been explanted.